Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the o-ring was missing from the cartridge. There is no allegation of a adverse event related to this issue. This complaint is being reported as the issue could not be resolved with troubleshooting.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.